Event description:
It was reported that the patient experienced a lack of pain relief from the spinal cord stimulator (scs). The patient underwent a procedure where the scs devices were explanted. Post operatively, the patient was recovering as expected. The explanted devices will not be returned as they were retained by the customer.

Manufacturer narrative:
Additional suspect medical device component involved in the event: brand name: coveredge? X 32. Upn: m365sc8352700. Model: sc-8352-70. Serial: (B)(6). Batch: (B)(6).